Event description:
Related to MFR report # 2183959-2012-02261, related to MFR report # 2183959-2012-02262. On (B)(6) 2011 a monarc subfascial hammock was implanted to "treat pelvic organ prolapse and stress urinary incontinence." Plaintiff's attorney alleges that the plaintiff "suffered and will continue to suffer serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding." Also alleged, plaintiff was caused "mental anguish, disfigurement," and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.